Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver was overheating. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was attempted but could not be performed because the receiver will not turn on. Therefore, a receiver log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, the reported event of an overheating receiver could not be confirmed. A root cause could not be determined.